Event description:
Olympus medical systems corp (omsc) was informed that during unspecified procedure the needle did not project out of the distal tip of the sheath. The doctor tried to use another one, but had same problem. There was no report of patient injury regarding this event.

Manufacturer narrative:
Omsc have not rec'd the subject products for evaluation yet. The exact cause of the user's report could not be conclusively determined. There are possibilities that the insertion portion of the device was deformed and it caused the failure to extend the needle. A supplemental report will be submitted, if add'l and significant info becomes available at a later time. This report is being submitted as a medical device report in an abundance of caution. Please cross reference 8010047-2014-00034.